Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was opened for use in a flexible ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during unpacking and outside the patient, the fiber was found broken inside the sealed package. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Investigation results: one flexiva 200 tractip laser fiber was received for evaluation. Visual analysis of the returned device found the fiber was broken into two pieces. The first piece measured approximately 121.5 cm from the top of the connector to the break. The second piece measured approximately 191.5 cm from the break and includes the entire distal tip. The condition of the returned device confirms that the fiber was broken. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was opened for use in a flexible ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during unpacking and outside the patient, the fiber was found broken inside the sealed package. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.